Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a nephrectomy, the clips didn't close or were malformed. Another device was used to complete the procedure. No pt consequence reported.